Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the proximal colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. Reportedly, the clip was removed, and the procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine.